Manufacturer narrative:
Product ID: neu_unknown_cath, lot# unknown, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a pump leak or a catheter tube leak. The patient experienced lack of effectiveness (necessary increases in medications), numbness surrounding the pump especially 4-5 inches above, sensory symptoms including chemical taste in mouth and high chemical pitched smells, and lack of pain relief (the intrathecal medications were increased). The patient reported the numbness and sensory symptoms to the pain clinic and the physician scheduled nuclear medication tests with the next refill. The patient also experienced nausea, hot flashes and fatigue and went to the emergency room (ER) with concerns about detoxing. The patient had blood work taken and was given oral morphine, vicodin and valium and sent home to contact pain clinic. The pain clinic confirmed that the pump stopped due to electromagnetic field interference (emi). The patient confirmed being in the same room as her two pets were treated with pulsating electromagnetic field by an animal technician. It was unclear if the pump recovered. The nuclear medication tests were scheduled earlier than planned. Indium was implanted into the pump with the normal pump refill. Tests included a gamma scan and spectroscopy analysis. Results showed radioisotopes appearing outside of the medication pump, the catheter tubing and central nervous system (cns) indicated leakage according to the radiologist. Patient outcome was not provided. The device system was used to deliver morphine. (Refer to medwatch # (B)(4)) a follow-up report will be submitted if new information becomes available.